Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when a double valve surgery patient on dobutrex, insulin, primary fluid with antibiotics, diprivan and epi infusions came from the or, the devices on the left side stopped working, with a "disconnected" message. The infusions on the right side were unaffected. The customer states that the pump was not touched or moved or adjusted in any fashion to cause a disconnect. When they set up new modules on the original system the again got a "disconnected" message and the devices would not reconnect. They then tried to connect a new system with new modules and again got a "disconnected" message on the left side. They were able to infuse using the right side of with two pumps and one on the left. There was no patient harm however the patient did begin to wake up due to lack of sedation while two pumps were down, and required increased medication to sedate.

Event description:
The customer subsequently reported that the patient later died; the final cause of death is unknown however the customer stated that the patient did initially recover well, and the date of death was more than two weeks after the event. The customer does not allege or attribute the channel disconnect to the patient's demise.